Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's leads had migrated and the physician wanted to push them back up to the original position from the patient's implant on (B)(6) 2018. The physician ended up making the choice to replace the patient's leads. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: 2018. Product type lead. Device evaluation code no longer applies to this event, corrected to evaluation code pertains to 1x8 vectris MRI compact lead ((B)(4)) and 977a2 1x8 vectris MRI compact lead ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on (B)(6) reported the healthcare professional (hcp) stated they may have moved during a time the patient was sick related to the throwing up, early on during the healing, otherwise it was unknown. The rep stated the date the leads were noticed to have migration was unknown, it was after the x-ray. The hcp recommended a revision of the leads. The rep noted the patient had a full recovery from the lead replacement. The rep noted the current status of the leads were unknown and they were likely disposed of at the facility. The rep noted the information was confirmed with the hcp. There were no further complications that have been reported as a result of this event.